Manufacturer narrative:
A specific root cause could not be determined. Further investigation could not find an instrument problem and it was determined the instrument met specification. The misuse of the pro and clean-cell solutions could not be excluded as a possible root cause.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high troponin t hs results for six patient samples. Data was provided for three patient samples. Sample 1 result was 15.10 pg/ml. Sample 2 result was 38.49 pg/ml. Sample 3 result was 35.06 pg/ml. The results were accompanied by a data flag. After a few repeats, the patients were negative. Specific data was requested, but was not provided. The erroneous results were not reported outside the laboratory. The patients were not adversely affected. The reagent lot and expiration date were requested, but were not provided. It was noted the customer placed two sets of procell and cleancell all on-board the analyzer at one time. When one set is finished, they place the second set into position 1. It was determined the workload at the site was not high enough for them to use the solutions before the three day on-board stability. New procell and cleancell were placed onboard and the customer was instructed about the usage and stability of the solutions. After intervention, the customer had no further issues and the instrument was "in running order."